Manufacturer narrative:
Pc-(B)(4). Date sent: 08/14/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). The lot was not provided, therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: date explanted? (B)(6) 2019. Do you have the linx product code (model number), lot number and serial number (if applicable)? Lxmc15. How severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Moderate. Did the dysphagia improve after the device was implanted initially? Minimally with dilation. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? (B)(6) 2018. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes ¿ probably cause the dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device was removed from the patient as the patient had dysphagia.